Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to control iq software limiting the extended bolus to 2 hours when turned on when customer needed the extended bolus feature to be 5 hours due to high fat/protein food ingested. Customer consumed carbohydrates to address bg.